Event description:
The graft leaked blood (quantity unknown, but reported as insignificant) through a hole in the crotch. The dr oversewed the hole and the bleeding stopped. The graft was left in. The pt's condition is fine.